Event description:
The affiliate stated the customer reported diff sample pressure system errors and several drops of reddish fluid leaked within the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the stabilyse line as it had popped off. The fse also noticed the erythrolyse pump (pm4) was squeaking and had white powder on the spring. The fse replaced the erythrolyse pump and adjusted the elyse volume. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the stabilyse tubing and erythrolyse pump, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).